Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (wont hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar on pca pads p2 and p4. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not charge.